Event description:
A consumer reported that following use of this product, it burned his eyes for days, he "could barely see at all", and had to go the hospital where tests were performed on his eyes. He reported he was given antibiotic and steroid drops and the burning resolved after a few days. He reported he was unable to sleep due to the pain, he lost two days of work, and discontinued lens wear for two weeks because of the infection. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 02/02/2012 and 02/22/2012 by phone and mail. A completed questionnaire has not been received. (B)(4).